Event description:
Healthcare professional reported right side "exchange due to patient¿s concerns with the product and bilateral seroma." Device has been explanted.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the returned device identified the weight the device within specification and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.